Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced vaginal discharge, hematuria, leukocytes, open vaginal incision, mesh erosion, vaginal wall ulceration, granulation tissue, stress urinary incontinence and recurrent cystocele. Excision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.